Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services confirmed the issue, there were stripes on the display using a service blade. The battery had exceeded its life expectancy and was replaced. The device was repaired, tested and returned to the customer.

Event description:
The customer reported that during a patient procedure, using a glidescope cobalt avl monitor, there was no image on the display, just stripes. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.